Event description:
A malfunction alarm, identified by code malf 9, was reported by the customer. There was no reported impact on the customer's blood glucose level, as no adverse effects were noted. Technical support assisted the customer by providing pump reset information, and the pump was successfully reset with no recurrence of the malfunction. The customer was advised to continue using the pump and to contact technical support again if the issue reappears.